Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in an patient for a 48*47mm abdominal aortic aneurysm. It was reported that a post-operative CT performed approximately a year and a half later showed that the aneurysm diameter was increasing. An angiography was also carried out and confirmed there was a type ib endoleak from the left limb. The physician reported the cause of the event was suspected to be due to patient vessel morphology which lead to an increase in the diameter of the left common iliac artery. An intervention procedure was carried out. The left internal iliac artery was embolized and an endurant limb etlw1610c156eh was implanted to extend to the left external iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the exact cause of the reported type ib endoleak from the left limb could not be determined from the films provided. Post-implant images showing the event and stent graft in-vivo configuration were not provided. Review of a pre-implant planning worksheet and film report confirmed that the common iliac arteries were tortuous and minimally calcified bilaterally. The left common iliac artery ranged in diameter from 13 ¿ 17 ¿ 14mm along a 7cm length. Other than the tortuous left common iliac artery, analysis of the returned films did not reveal any anatomical characteristics that could explain the reported event. It is possible that disease progression with iliac artery dilatation may have led to the type ib endoleak. If information is provided in the future, a supplemental report will be issued.